Event description:
The following was reported to davol by the patient: the pt has alleged that on (B)(6) 2007 she was implanted with a bard composix kugel mesh. She alleges that by 2008 she was having pain and discomfort. She alleges that she was treated with antibiotics and pain medication. She alleges that it would feel better for a time and then it would come back. She alleges that an abscess formed and the doctor said the mesh had grown into her small intestine and in 2013 they removed the mesh and part of her small intestine, replacing it with an unspecified. Biologic mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. We have contacted the initial reporter to request additional info. A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. Additionally, the device was not returned to davol for evaluation. This MDR includes all patient, event and device information davol has received to date. If additional info is obtained, a follow up MDR will be submitted.